Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lead revision procedure, the physician was unable to connect the lead to the implanted pulse generator. The lead was initially able to disconnect from the device, however upon reconnecting there was no audible click with the setscrew. The physician attempted to screw in both the atrial and ventricular ports, but the issue persisted with use of various wrenches. The procedure was completed using a replacement generator.

Manufacturer narrative:
The reported complaint of setscrews could not be tightened was confirmed. Analysis found the right ventricular setscrew had been stripped by the user of the torque wrench. The setscrew inset had been completely stripped so that the torque wrench could no longer engage to tighten the setscrew. The atrial setscrew showed indications of incorrect wrench insertions. The wrench was not aligned with the setscrew inset so that it would turn around the top of the inset. Further evaluation showed with correct wrench insertion, the wrench fully inserted into the inset and tightened the setscrew with audible clicking indicating it was fully tightened.